Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we need the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Event description:
It was reported that there was an issue with a no163z - as univation xf tibia cemented t2 lm. According to the complaint description, there was a partial knee replacement of left knee. Keep complaining about the pain - nothing else he could do. New doctor did a 3d bone scan and he told her a part was loose - he did a full revision 2017. The patient experienced multiple physical therapy sessions due to pain and underwent x-rays which resulted to the partial knee replacement. The doctor told that the patient that he was unable to see any issues with the original knee surgery but still performed a partial knee surgery on (B)(6) 2016. The patient continued to experience pain and went for a second opinion from another surgeon. He referred the patient to obtain a 3d scan and it was noted that the components were loose. The patient underwent a second full knee revision surgery on (B)(6) 2017 . The patient is currently unable to walk without a limp and does not have full mobility of her knee due to continuous surgeries and scar tissue. The patient is unable to return to work. Associated medwatch: 9610612-2020-00768 (B)(4).